Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, once in 4 days, ongoing) and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized, and the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.